Event description:
Information was received from multiple sources (manufacturer representative, friend/family member) regarding a patient who was impla nted with an implantable neurostimulator (ins) for unknown indications for use. Patient had leads placed for a scs trial this morning. Per his wife, he started to feel nautilus, had increased pain and wasn¿t able to move his right leg. He returned to the hospital ER where the device was removed, and is now waiting for a MRI. The patient returned to the hospital yesterday where his device was removed. He then had a MRI. According to the physician, the MRI results were normal. The patient stayed overnight to help reduce his pain. He was dismissed the next morning after his pain had returned back to baseline. It is unknown what exactly caused his symptoms, but he has seemed to recover just fine.

Manufacturer narrative:
Concomitant medical products: product ID 977d260 lot# serial# (B)(4) implanted: (B)(6) 2022 explanted: (B)(6) 2022 product type screening device product ID 977d260 lot# serial# (B)(4) implanted: (B)(6) 2022 explanted: (B)(6) 2022 product type screening device. Information references the main component of the system. Other relevant device(s) are: product ID: 977d260, serial/lot #: (B)(4) ubd: 08-sep-2026, UDI#: (B)(4) ; product ID: 977d260, serial/lot #: (B)(4) ubd: 08-sep-2026, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.